Event description:
The customer said that in jan the product was not draining properly and that it looked similar to the items on recall. Sales rep will be meeting with the surgeon next week. There was pt contact but no injury was reported. Add'l info was received in april 2003, a pt was admitted in jan 2003 with fever, incresed sleepiness, rule out meningitis, shunt malfunction. Two drains were prepared but only one was used on the pt. It is not clear which lot number was used. A miniscule amount of scf drainage was noted draining into the tubing. Two ventricular catheters were connected to the drain. Both lots number 0118684 or 0119092 are in question. The nurses noted indicate "miniscule csf drainage through the tubing is unmeasurable." The nurse indicaed seeing drops of csf slowly making their way through the tubing. In jan removal of infected right ventriculoatrial shunt with two ventricular catheters; placement of closed system ventricular cerebrospinal fluid drainage. In jan left precoronal frontal ventriculostomy (non-working external drain) was removed. The account is concerned that this is similar to the incidents occurring with the recall ventricular catheter drainage sets.